Event description:
Affiliate reported that the neurosurgery registrar inserted the device to monitor a patients intra cranial pressure. The patient had experienced trauma. The icp reading was in the 20s then they suddenly rose to 55mmhg. The surgeon did not believe these to be correct readings. A CT scan was performed on the patient and it showed some changes. The surgeon replaced the icp sensor with another same like device. When the event was reported to the product specialist the following day, she was able to zero the faulty medical device.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.